Event description:
During an MRI scan, a patient with an inspire device experienced unintended stimulation, leading to uncontrolled tongue movement and difficulty breathing despite all proper MRI safety procedures being followed. This incident caused the scan to be terminated early. The device failed. Although the investigation concluded no procedural errors, the lack of formal guidance from inspire on managing such situations presents a significant gap. The report suggests broad communication and training to prevent similar incidents across all facilities. Manufacturer response for inspire (B)(6), inspire (per site reporter) a safety training session was set up with an inspire representative. It was determined that our procedures were correctly followed.